Manufacturer narrative:
(B)(4).

Event description:
Approx 6 months post implant, the pt experienced a loss of therapeutic effect; the stimulation wasn't covering her pain anymore. The therapy was intended to cover pain in her sciatic area. There was no known accident or incident related to the event. The pt also had pain at the implantable neurostimulator (ins) site. Reprogramming was done "several" times. The device sys was removed.